Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they programmed a bolus but it did not show up in the device history. The customer did not get any insulin. The customer's blood glucose levels during the incident was 111 mg/dl and 169 mg/dl. The device passed the self-test. The customer's current blood glucose was 205 mg/dl. The insulin pump will be returned or analysis. It was noted that the customer called back to report that the previous issues had recurred.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08730 inches. No under delivery anomalies noted. Multiple boluses were program and all boluses were properly delivered and recorded in history and daily totals. Unit was received with minor scratches on case and minor scratches on lcd window.